Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of samples have stoppers that come off the tube easily after opening tube and properly re-inserting stopper causing spills during transportation. There was no other health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received 1 photo and 1 video for investigation. The photo and video was reviewed and the indicated failure mode for stopper pop off was not observed. It is important to highlight that the product features a removable cap, which is an intentional aspect of its design and functionality. Observing a tube being opened cannot confirm this complaint. Additionally, 5 retention samples from bd inventory were functionally evaluated for stopper function and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of samples have stoppers that come off the tube easily after opening tube and properly re-inserting stopper causing spills during transportation. There was no other health impact or consequences reported.